Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was 174 mg/dl at the time of the call. The customer states that they can only see the top line of their insulin pump because the lcd light does not function properly. The customer also complained of sensor site bleeding. The customer mentioned that the pump was dropped from a two foot table that may have caused the back light issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, battery tube threads, minor scratched display window. Pump had missing segments and a partial display due to cracked lcd zebra connector.